Manufacturer narrative:
The lead is not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 25 months it was reported that the lead impedance values were higher than >2000 ohm and the ventricular threshold >5v since approx 1 year post implant. The lead was capped and replaced. No adverse patient side effects have been reported.